Event description:
It was reported that seal of the package was already open. An express vascular sd stent balloon expandable was selected for use in this endovascular therapy procedure. During preparation, the seal of the packaging was already open and the customer did not feel comfortable using the stent. This stent was not used and another express stent was used to complete the procedure. No patient complications were reported.

Event description:
It was reported that seal of the package was already open. An express vascular sd stent balloon expandable was selected for use in this endovascular therapy procedure. During preparation, the seal of the packaging was already open and the customer did not feel comfortable using the stent. This stent was not used and another express stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an express sd balloon catheter inside the product pouch within the shelf box. The seal on the shelf box was open when received. The product pouch was taken out and it was verified to still be sealed. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed that the seal on the shelf box was open, but it was likely opened by the user or someone at their facility.

Event description:
It was reported that seal of the package was already open. An express vascular sd stent balloon expandable was selected for use in this endovascular therapy procedure. During preparation, the seal of the packaging was already open and the customer did not feel comfortable using the stent. This stent was not used and another express stent was used to complete the procedure. No patient complications were reported. Additional information was received including photos that indicated it was the label on the outermost packaging that was opened. There was no indication that sterility was compromised.